Manufacturer narrative:
Information references the main component of the system and other applicable components are: concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider in regards to a patient who was receiving baclofen intrathecal (type, concentration, dose, and lot # unknown) for intractable spasticity. Beginning on (B)(6) 2016, the patient developed an abdominal seroma and experienced increased tone. The patient underwent exploratory surgery on (B)(6) 2016, where the patient's stomach was cleaned out. At that time, the patient had been admitted to the hospital. The patient experienced no response to a therapeutic bolus on (B)(6) 2016. As a result, the catheter was replaced on (B)(6) 2016, and the catheter was found to be split. The cause of the catheter split was unknown, and the patient's tone improved after the catheter replacement on (B)(6) 2016. No additional information was reported regarding the event. Information regarding the patient's history, additional medications taken at the time of the report, cause of the event, additional interventions/diagnostics, and outcome of the seroma was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.